Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had lost some weight and the implantable neurostimulator (ins) had shifted up and on a nerve which caused discomfort in their back. This had started in (B)(6) 2017. The patient had been scheduled several times for a revision however they were told that due to issues at the hospital which was stated to be infection their procedure had been postponed several times. The first scheduled and postponed date had been (B)(6) 2017. The patient had been going to their health care professional (hcp) for injections for their neck to treat pain from a previous accident where the patient broke their neck and back. The patient would be seeing the hcp again next (B)(6) to discuss pain management and back discomfort until the revision surgery occurred. Additional information from the consumer on 2017-08-04 reported that the shifted ins had not been resolved yet as they were waiting for the doctor do to do surgery to replace and reposition the device. Current patient weight was reported to be (B)(6). Additional information from the consumer on 2017-08-09 clarified that the infection at the hospital was not related to the patient or their device. The hospital had an infection issue and the facility needed to take care of it before having the patient¿s surgery. No further complications were reported.